Event description:
The customer reported that while performing a routine check, they observed that a pin was pushed in on the pressure connector and the block guide was broken on the safety disk mount.